Event description:
It was reported that the cylinders of this inflatable penile prosthesis were undersized and exhibited autoinflation. The patient underwent surgery to replace the device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined. Both cylinders were cut into two pieces at the distal end of the fiber. The reservoir was visually and microscopically examined, and leak tested. The kink resistant tubing (krt) was cut off at the pump strain relief junction and was fatigue to the filament. The spherical reservoir had wear at a fold in the reservoir shell. The reservoir passed the leakage test. The pump was visually and microscopically examined, leak and functionally tested. No anomalies were found with the pump. Based on analysis results, the reported spontaneous inflation was not confirmed.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis were undersized and exhibited autoinflation. The patient underwent surgery to replace the device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.